Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock at the end of the tubing of a large volume infusor was pinched as if the plastic had melted. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot 16n007 was manufactured december 3, 2016 ¿ december 6, 2016. The device was received for evaluation. During visual examination, a small segment on the tubing was observed to be ¿pinched¿. The reported condition was verified; however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.